Event description:
It was reported that the catheter from a thal-quick chest tube set or tray displaced/dislodged on the day of the procedure. On day 5 of admission, an 84-year-old male patient was treated for secondary spontaneous pneumothorax with placement of a thal-quick chest tube in the mid-axillary 5th intercostal space using blunt dissection (percutaneous) technique. The procedure was performed in the intensive care unit. The device was successfully placed in the desired location, confirmed by x-ray, and attached to wall suction (active suction). Initiation of drainage was successfully achieved. On the day of the procedure, the patient experienced chest tube dislocation/dislodgement. As reported, ¿one chest tube side port was out of the pleural space. Once corrected no air leak or other tube issues related to the chest tube occurred.¿ the dislodgement was treated with chest tube repositioning and additional chest tube placement. The event is noted as resolved on day 6 with repositioning. The device indwell time was 3 days. The device was removed due to resolution of condition treated as evidenced by chest x-ray and improved symptoms. The patient was discharged from the hospital 14 days post-procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D3 - date of event: eligible patients for the study were treated with the device between (B)(6) 2017 and (B)(6) 2019. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg? Device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: h6 - annex a. Investigation ¿ evaluation. It was reported that thal-quick chest tube was dislodged. On day 5 of admission, the 84-year-old male patient was treated for secondary spontaneous pneumothorax with placement of a thal-quick chest tube in the mid-axillary 5th intercostal space using blunt dissection technique. The device was successfully placed in the desired location, confirmed by x-ray, and attached to active wall suction. Initiation of drainage was successfully achieved. On the day of the procedure, the patient experienced chest tube dislocation/dislodgement; one chest tube side port was out of the pleural space. As a result, the chest tube was removed and replaced. Once corrected no air leak or other tube issues related to the chest tube occurred. The device indwell time was 3 days. The device was removed due to resolution of condition treated as evidenced by chest x-ray and improved symptoms. The patient was discharged from the hospital 14 days post-procedure. A lot number or a rpn was not provided. A sales search for thal-quick devices sold in USA in the last 3 years identified the rpn c-tqts-1400 as the most sold rpn. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted for this representative device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU (c_t_thal_rev11, ¿thal-quick chest tube sets and trays¿) packaged with the device contains the following in relation to the reported failure mode: instructions for use ¿11. The chest tube can now be sutured to the skin and is ready for use.¿ based on the information provided, no device return, and the results of the investigation, cook concluded that it is possible unintended use error was the cause for this event. The IFU contains instructions for proper securement of the device. It is unknown how the device was secured to the patient. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.